Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of four photos and one device. A visual inspection of the returned photos noted: the first photo depicts a cartridge with the clip tracks disengaged in the cartridge. The second photo depicts a broken clip body, loose tracks and a cartridge. The third photo depicts a broken clip body with the tracks sitting on a vessel. The fourth photo depicts a broken clip body with the tracks sitting on a vessel. The visual inspection of the product noted the first cartridge was received not applied, the clip tracks were disengaged inside the cartridge. The second cartridge was received with a broken clip body inside the cartridge, the clip tracks were not received. Foil was inspected with light assisted microscopy with no abnormalities. During the evaluation the samples were found to be within specifications. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to handling and damaged packaging. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the doctor wanted to close the gallbladder duct with clips, on the first clip, the hand-washing nurse opened the package and found that one clip had been formed. The doctor fired the second clip normally, and after clamping the gallbladder tube, the clip is clipped after the cystic duct is closed, and found that the outer layer of the clip applier was broken on the screen. The doctor took out the broken clip, and then replaced it with a new clip to clip the gallbladder tube. The doctor also fired 3rd clip normally. After clamping the gallbladder tube, the doctor applied clips on the cystic duct and then and then the clamp is withdrawn, and found that the outer layer of the clip was broken on the screen. Opened a new clip to complete the procedure. There was no patient injury.